Event description:
It was reported that the asymptomatic patient presented to the office to restore rf telemetry on his pulse generator. The patient experienced pocket stimulation while resolving the issue. The device was reprogrammed to nominal settings. The patient's condition after reprogramming was good.